Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint - litigation papers allege patient received a pinnacle implant on (B)(6) 2011. Doi: (B)(6) 2011 - dor: none reported (left side). Patient is a resident of (B)(6). Update rec'd 3/27/2013- ppd and medical records received. After review of the ppd the patient alleges to have leg length discrepancy of one inch that causes him to use a cane. The unknown hip is being changed to a solution stem and an unknown head is being changed. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 11/13/2014.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI unavailable.